Event description:
Additional information was provided that the lead was surgically capped and replaced with a non boston scientific lead. No adverse patient effects were reported.

Event description:
New information was received that the lead was not capped at the original procedure, but instead was fully explanted. No additional allegations were reported.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was found to be fractured and was scheduled for extraction. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.